Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 599 mg/dl. The customer delivered a correction bolus via the pump. Reportedly, the pump time was incorrect. Additionally, the cartridges had been in use for more than 3 days. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy and tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood decreased to 359 mg/dl.